Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-nov-2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment and battery cap were undamaged and able to fit. Evidence of moisture corrosion was found in the display screen inside the pump. A leak was found in the audio bolus button. The pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed to find further moisture corrosion on the power printed circuit board and display flex connector.